Event description:
It was reported that the user experienced scan errors while attempting to connect a freestyle libre 3+ sensor to the ilet via the mobile app, with the sensor appearing to remain in pairing mode until successful reconnection was later achieved and glucose values displayed on the ilet. No adverse clinical symptoms were reported. Outcomes included restoration of sensor connectivity and normal function. User support included guided troubleshooting steps such as rescanning the sensor and force closing and reopening the app. Investigation of this case revealed a temporary app or pairing issue that resolved with standard reconnection steps, with no device component malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity error consistent with normal operation recoverable through routine troubleshooting.